Event description:
On may 10, 2022, genmark was advised of unexpected negative results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. During execution of a validation, the customer employed a series of seven dilutions, testing each sample in duplicate across two instruments. The sample was previously characterized to be positive for sars-cov-2 and influenza a, and the dilution factor is not known. Sars-cov-2 was not detected on one replicate of dilutions four and five and not detected on either replicate of dilutions six and seven. Influenza a was only detected in a single replicate on each of the first two dilutions. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for all eplex rp2 run suggesting the consumable performed as expected.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 54075248 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instruments (serial # (B)(4) and (B)(4)) were working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua201822 documented in the record #(B)(4).